Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received pump reset information and assistance from technical support, successfully reset the pump, and resumed insulin delivery without further recurrence of the malfunction. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.